Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient reported a performance decrement, and pain with, and without, use of the device. The patient has stopped using the device. Revision surgery is planned but has not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4): implanted device remains.